Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high impedance, rising thresholds and a polarity switch were noted on the right ventricular (rv) lead. Possible mineralization on the ring tips were noted. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.